Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (259 mg/dl) on the second day of supplies being in use. Customer declined troubleshooting with tandem technical support. Customer delivered a correction bolus to stabilize blood glucose levels.